Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a stuck sleeve in the reported problem area of the pipetter assembly. The fse cleaned the collet and sleeve. The instrument was inspected, tested without further problem and returned to service.